Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an obturator sling procedure for the treatment of stress urinary incontinence. Two months post procedure, the patient presented with a mesh exposure in the vagina. The exposed mesh was removed. Currently, the patient is fine. There was no additional information provided.